Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that it was difficult to insert the test lead into the pulse generators ventricular port. The lead insertion force used to insert the lead was out of specifications for the product. The atrial connector port was found to be out of specifications which also contributed to the reported inability to insert the leads.

Event description:
It was reported that during the implant procedure, the leads could not be inserted into the pulse generators header. The device was no longer used and replaced. No patient symptoms were reported.